Manufacturer narrative:
(B)(4). Versa-dial/comp ti std taper cat# 118001 lot# 041400, comp primary stem 12mm micro cat# 113612 lot# 64578937, 4 peg mod glen sz 2 cat# sagl2042 lot# 64768904, modular post tm cat# sagp0002 lot# 64831492. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 1150, 0001825034 - 2022 - 01151.

Event description:
It was reported that a patient underwent a revision procedure approximately 7 months postimplantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.